Event description:
Report received from abbott international affiliate (abbott italy) that states, "leakage of blood occurred. Blunt cannula doesn't easily penetrate the para-rubber, subsequently the cap is detached and when the blunt cannula is taken out, it goes with it provoking a leakage of blood. No harm to the pt or operator was reported." Additional information received from the affiliate indicated that there was an unspecified amount of blood leakage. The device was replaced with another one and was reported to "perform normally". There was no patient adverse event reported.

Event description:
After submission of the intial medwatch, additional info was received from the abbott international affiliate. Abbott italy, which states: the quantity of blood that leaked or was lost was not well defined, about 1 ml. Both stopcocks were closed per the label instructions. Co knows that this hosp dept has been well trained and routinely uses this kind of device. A shielded blunt cannula was used to access the port. The device was in use for about four hours. The device was connected to a radial arterial line. The transpac monitoring kit was replaced; the arterial line was preserved. No other intervention has been made. The safeset port had been accessed 3-4 times, before the incident occurred. No further info was available.